Event description:
I found metal in my daughter's toothbrush. I was brushing my (B)(6) daughter's teeth with a nuby toothbrush that came from a toothbrush toothpaste combo pack. The toothbrush is only few to a month old but it is already getting ratty. When I was finished, I noticed something lodged in the bristles. I thought it was food at first but to my horror it was little sharp pieces of metal. I thought it had come from my daughter at first until, my husband and I were examining the brush and realized it came out of the brush itself, each set of bristles has a piece of metal wrapped around the base which my (B)(6) old easily sucked out over the normal course of tooth brushing. We weren't able to tell if it had hurt her because when we tried to look in her mouth she screamed and cried. We think this product is extremely dangerous. Purchase date: 08/26/2015 this date is an estimate. Explanation: we are keeping the brush to send it to the MFR. The product was not damaged before the incident. The product was not modified before the incident. Retailer: (B)(6). Retailer state (B)(6). Document: (B)(4). Report number: (B)(4).